Event description:
Pt reported meter/lab comparison test readings were 125 mg/dl (ss) versus 167 mg/dl (lab), respectively (25% difference). Tests were performed 30-45 minutes apart. No symptoms were reported. Control solution test reading (129) with new test strips was in range (91-141). Lfs rep reviewed cleaning procedure and control solution usage with pt. There was no allegation of harm.